Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # (B)(4). Synthes lot # u357872 supplier lot # u357872 release to warehouse date: junr 9, 2021 supplier: orchid unique no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the drill bit ø1.8 l100/75 2flute (p/n (B)(4), lot# u357872) was returned and received at us customer quality (cq). Upon visual inspection of the complaint device, it was observed the distal tip of the device was broken. However, the reported condition for the embedded device could not be confirmed. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: drawing: 01.8mm dia. Drill with quick coupling. Feature: shaft diameter. Measured dimension: conforming. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. - 01.8mm dia. Drill with quick coupling no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint condition is confirmed for the drill bit ø1.8 l100/75 2flute (p/n (B)(4), lot# u357872) as the shaft was broken at the distal tip. Also, the reported condition for the embedded the device could not be confirmed. While no definitive root cause could be determined, it is possible that the device encountered unintended forces during device use. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 310.510, synthes lot # u357872, supplier lot # u357872, release to warehouse date: 09 jun 2012, supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during the procedure, the drill became split and a fragment remained under the plate. The fragments were recovered by moving the plate. No further information provided. This report is for (1) 1.8mm drill bit/qc/100mm. This is report 1 of 1 for (B)(4).